Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the analyzer exhibited artifact, oversensing, and interference. The analyzer passed functional and bench tests, the cable passed continuity tests, and no visual anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer exhibited frequent artifact, oversensing, and interference on both the atrial and ventricular channels during lead testing at implant. The analyzer was returned for service. No patient complications have been reported as a result of this event.